Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. A direct correlation between the device and the suspected thrombus could not be determined, as the device was not returned for evaluation. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. (B)(4). The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017 due to pump thrombosis. On an unspecified date, the patient had black urine, lactate dehydrogenase level greater than 2500 u/l, and sharp pain in the left upper quadrant of the abdomen. Their inr goal was 2.2. The patient was admitted for suspected pump thrombosis and was given integrilin and heparin. The patient was unable to undergo a pump exchange due to their condition, was put on hospice care, and subsequently expired. No additional information was provided.